Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012; 3387s-40 x2 deep brain stimulation leads, implanted: (B)(6) 2013; 37601 deep brain stimulation ipg, implanted: (B)(6) 2014; 3708660 x2 neuro extensions, implanted: (B)(6) 2014.

Event description:
It was reported that an alert triggered for low pacing impedance on the right ventricular (rv) lead. Review of performance data also indicated high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: dtma1d4 ICD implanted: (B)(6) 2018; 37612 deep brain stimulation ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a warning was triggered for low pacing impedance.